Event description:
Meter name: one touch basic originals (2 meters). Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: unk. A poct reported 2 otb meter with calibration issues. One meter was used on a pt, the second meter was taken out of service. Their meters allegedly was inaccurately calibration erratic. Unable to test on the meters. There is no comparison. A pt's insulin was adjusted with one meter's readings. No further info has been reported.